Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The subject device does not contain latex. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no malfunction report of the subject device concerning the events. Omsc presumes that there was no direct relationship between the reported allergic symptoms and the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed by a patient that the patient experienced unpleasant symptoms after an endoscopy using the subject device. The patient have had a sore throat since the endoscopy, as well as swelling in tongue, the left side of the oral cavity, and left cheek. In addition, there were large legions on the back and tip of the tongue. The patient had a latex allergy and was explained that the subject device was latex free. The patient contacted the user facility where the endoscopy was performed after these symptoms had occurred and was informed that there is no follow up department in the user facility. The patient has been treated by a general practitioner (gp) since (B)(6) 2019. The patient asked olympus the following information to gather as much information as possible to provide to the gp. When was this endoscope installed to the user facility? What is the material of the endoscope? How old is the endoscope? How many times has the endoscope been sterilized? Olympus contacted the user facility. The user facility agreed to provide information to the patient.